Event description:
Siderails not latching. The pt was in the bed. No injury was reported.

Manufacturer narrative:
A hill-rom technician stated he tried to duplicate the fault but nothing happened, he also found that mod #380 had not been performed in this bed. Technician replaced all 4 siderail latches with the mod #380 spring latch kit and bed is working properly.